Event description:
It was reported that while stimulation was turned on, the patient indicated that since the implant the pain had never improved. The patient tried changing the stimulation from 1.5volts to 6.5volts but then say at 6.5volts it felt it in his legs. The low back was where the pain was. The patient noted that he checked it recently and saw a graphic on the programmer but didn¿t know what the graphic was. The patient wanted to know if he could have a spine MRI. The patient¿s trial stated it was not satisfactory. The pain kept the patient up at night so he had been taking gabapentin, 900 mg ¿qhs¿ but it did not improve the pain but did allow him to sleep. The patient was taking clonazepam 4mg but at the time of the report was down to 1 mg ¿qhs¿. It was later reported that the patient never had therapeutic effect. After one year of implant the patient had not seen any changes in his situation which was pain in the lower back. The patient kept it from 1.5 volts to 6.3 volts and tried all kind of settings and never could see any improvement. At one time the patient increased a little bit and went to ¿6 point something¿ and when they reached that number they felt electricity in their legs, so went back to 4 volts and felt no electricity. The patient kept playing with the device to a point that every day they tried to feel batter but nothing was better or worse. The patient finally started to feel what when they slept they felt a dis comfort. Next month, after the report, the patient would have the device taken out because it was not helping him and the patient was afraid if they had an aneurysm then he would have to have an MRI could couldn¿t with the device in. It was further reported that the therapy never worked and that the stimulation never helped the patient. It was noted that the patient still had pain. They tried several different programs and settings they ¿never got it working.¿ it was noted that only once, when they turned it up to 7 or 8, the patient felt it in his skin and did not want it there. They tried to work it for a year and then the patient just gave up on it. It was further reported that the patient was going to have the device explanted in the future. Later it was reported that the patient¿s stimulator was not working. The stimulator had not been working for the past 6 months.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).